Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-22 . H6: investigation summary a device history record review was completed for provided lot number 210401. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both pictures and the affected physical sample were returned. The presence of an extra needle within the blister packaging was identified. The entire packaging process is done automatically with several detection systems in order to identify any missing or extra needles. If there is no product in the blister cavity or if there is an extra needle, the machine should stop automatically for the operator to resolve the issue. This detection system is challenged every eight hours of production. This issue could have been a result of an exceptional malfunction with the detection system. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance¿ 3 needles packaging unit was damaged. The following information was provided by the initial reporter, translated from dutch to english: "I just received from our nuclear medicine department a needle in which two needles in one (not so sterile anymore) package have fallen."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needles packaging unit was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "I just received from our nuclear medicine department a needle in which two needles in one (not so sterile anymore) package have fallen."